Event description:
The procedure was for the embolization of a brain aneurysm. Due to the results of a previous surgery, the patient's vessels were difficult to access. The physician attempted access with a first guidewire/catheter combination but could not gain access. The physician then changed the guidewire and microcatheter, but again could not gain access to the target area. The guidewire was then replaced with the mirage guidewire, but again access was not achieved. Angiography was then performed, which indicated that a vessel perforation had occurred. The physician did not know which guidewire contributed to the event. The perforation led to a subdural hematoma. A craniotomy was performed to treat/evaluate the patient. The patient recovered back to the pre-operative condition.